Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. During the introduction of the stent delivery system in an unspecified guide catheter the proximal segment of the shaft fractured after the physician felt resistance to delivery the stent to the lesion. The fracture occurred outside the patient. The shaft was removed and the procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. During the introduction of the stent delivery system in an unspecified guide catheter the proximal segment of the shaft fractured after the physician felt resistance to delivery the stent to the lesion. The fracture occurred outside the patient. The shaft was removed and the procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a hypotube break 22cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).